Event description:
It was reported that removal difficulties occurred. The severely stenosed target lesion was located in non calcified and mildly tortuous thrombosed, occluded ilio-femoral vein. A 10f non-bsc sheath and a 035 glidewire was inserted. A 16x90/9fr wallstent was selected to treat the lesion. The device was then inserted through the sheath and the stent was deployed. While pulling back to remove, the stent delivery system (sds) became hung on the stent strut. After pushing forward and slightly torquing the wire, the device was then removed. The procedure was completed with the implant of this device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the outer sheath was fully retracted and the stent had been deployed from the device and was not returned. The shaft was kinked at 235mm distal to the t-bar connector. During analysis no issues were noted with movement of the outer sheath along the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that removal difficulties occurred. The severely stenosed target lesion was located in non calcified and mildly tortuous thrombosed, occluded ilio-femoral vein. A 10f non-bsc sheath and a 035 glidewire was inserted. A 16x90/9fr wallstent was selected to treat the lesion. The device was then inserted through the sheath and the stent was deployed. While pulling back to remove, the stent delivery system (sds) became hung on the stent strut. After pushing forward and slightly torquing the wire, the device was then removed. The procedure was completed with the implant of this device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).